Event description:
As reported by the (B)(6) study indicated that twenty-one days index procedure the patient experienced the event of an ischemic stroke. The patient was asymptomatic at the time of the intervention with baseline nih and rankin scores at 0. Cas was performed on a 95% occluded lesion in the proximal right internal carotid artery of 10mm in length in a 5.0mm vessel diameter with moderate vessel tortousity. The arch I lesion was eccentric. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion, the lesion was pre-dilated and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 5%. The angioguard was successfully retrieved and there was debris found in the basket. The patient was neurologically intact upon leaving the anigo suite. Discharge information was not indicated. The patient had unknown deficits following the stroke and the recovery is unknown. Additional information is not currently available.

Manufacturer narrative:
The previously submitted report is revised as follows to include the patient's age, gender and medical history: as reported by the (B)(4) study indicated that (B)(6) days index procedure a (B)(6) female patient experienced the event of an ischemic stroke and had an acute right frontal cva suggesting thrombosis of the left middle cerebral artery. The patient's medical history included aortic valve replacement, smoking (> 5 packs of cigarettes) and hypertension (systolic>140, or diastolic>90, or requiring medication). The patient was asymptomatic at the time of the intervention with baseline nih and rankin scores at 0. Cas was performed on a 95% occluded lesion in the proximal right internal carotid artery of 10mm in length in a 5.0mm vessel diameter with moderate vessel tortuosity. The arch I lesion was eccentric. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion, the lesion was pre-dilated and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 5%. The angioguard was successfully retrieved and there was debris found in the basket. The patient was neurologically intact upon leaving the anigo suite. Discharge information was not indicated. The patient had unknown deficits following the stroke and the recovery is unknown. Medical records indicate CT showed moderate stenosis of the proximal left ica and complete right ica occlusion of the level of the stent. The patient had a neurological examination. Visual fields suggested significant neglect of the left hemifield of both eyes. She had a definite gaze preference toward the right side, although she could move her eyes volitionally at least in the mid line and some beyond the left. She appeared to have an oxophoria. Corneal reflex was present bilaterally. However, she had relative decreased sensation of the left face compared to the right, and had some extinction without double simultaneous stimulation of the face, also in the arm and leg. She had minimal lower facial weakness on the left. Her palate elevated in the midline. Tongue protruded in the midline. Tongue protruded in the midline. She had good neck flexion extension and rotation. More examination of the extremities disclosed dense weakness of the left arm with essentially no movement in the left arm and the left hand. She had normal movement of the right arm. She had very mild weakness in the proximal left lower extremity with relative preservation distally. Physical therapy was recommended. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received that the patient had thrombosis. (B)(4). As reported by the (B)(4) study indicated that (B)(6) days index procedure the patient experienced the event of an ischemic stroke and additional information was received that the patient had an acute right frontal cva suggesting thrombosis of the left middle cerebral artery. The patient was asymptomatic at the time of the intervention with baseline nih and rankin scores at 0. Cas was performed on a 95% occluded lesion in the proximal right internal carotid artery of 10mm in length in a 5.0mm vessel diameter with moderate vessel tortousity. The arch I lesion was eccentric. A 6mm medium support angioguard embolic protection device was successfully deployed past the lesion, the lesion was pre-dilated and a 9x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis was 5%. The angioguard was successfully retrieved and there was debris found in the basket. The patient was neurologically intact upon leaving the anigo suite. Discharge information was not indicated. The patient had unknown deficits following the stroke and the recovery is unknown. Medical records indicate CT showed moderate stenosis of the proximal left ica and complete right ica occlusion of the level of the stent. The patient had a neurological examination. Visual fields suggested significant neglect of the left hemifield of both eyes. She had a definite gaze preference toward the right side, although she could move her eyes volitionally at least in the mid line and some beyond the left. She appeared to have an oxophoria. Corneal reflex was present bilaterally. However, she had relative decreased sensation of the left face compared to the right, and had some extinction without double simultaneous stimulation of the face, also in the arm and leg. She had minimal lower facial weakness on the left. Her palate elevated in the midline. Tongue protruded in the midline. Tongue protruded in the midline. She had good neck flexion extension and rotation. More examination of the extremities disclosed dense weakness of the left arm with essentially no movement in the left arm and the left hand. She had normal movement of the right arm. She had very mild weakness in the proximal left lower extremity with relative preservation distally. Physical therapy was recommended. The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and is listed in the IFU as such. It can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. 80% of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. There is no evidence that manufacturing issues contributed to the events. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Manufacturer narrative:
Additional information was received that the patient was discharged on (B)(6) 2012 with the discharge form completed. Intra-procedure medications included heparin. Aspirin and clopidogrel were ongoing. The patient was discharged without any major adverse events. Nih and rankin scores were both 0. In addition, updates were made to the adverse event form. The patient had no documented visual field loss. Recovery was partial with minor residual. Onset of symptoms was sudden. There was no documented presence of babkinski. Additional information is not available at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.